Event description:
This ra lead exhibited loss of capture and loss of sensing. Lead was electrically abandoned on (B)(6) 2012 at (B)(6) hospital with dr. (B)(6). The lead was then extracted on (B)(6) 2012 at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).